Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It is also reported that the after a left knee arthroplasty the patient is experiencing pain since the initial surgery. The patient alleges that his surgeon stated that the tendon and nerves that go over his knee were reattached too short during the initial procedure. As a result, the patient is experiencing pain. The patient underwent a procedure on an unknown date where three incisions were made and medication was placed on the nerves. This resolved the pain only short term and the patient will have the procedure done for a second time. Finally, the patient alleges that he was told the pain is not device related. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: persona ps standard femoral catalog 42500607001 lot 62832304; persona stemmed 5-degree tibia catalog 42532008301 lot 62580175; persona all poly patella catalog 42540000035 lot 63008649. Customer has indicated that the product will not be returned because it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00236, 0002648920-2017-00440, 0002648920-2017-00441, 0002648920-2017-00442.

Event description:
It is reported that the after a left knee arthroplasty the patient is experiencing pain since the initial surgery. He has seen several doctors and is planning on a getting another opinion about his pain from the (B)(6) hospital. Attempts have been made and additional information on the reported event is unavailable at this time.